Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient underwent a left knee revision procedure approximately 20 years post implantation due to pain, wear, and osteolysis. All components were removed and replaced with competitor product.